Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated.device evaluation: one device was returned for investigation. Non-OEM tamper seals were found on the device. Visual inspection found non-OEM top case and missing portion of bottom case seal. Review of the error history log found an "invalid syringe size" error. An image of the non-OEM top case was submitted by the customer. The error was duplicated; "invalid syringe size" error was found only on smaller size of syringe. The root cause of the issue was determined to be the tapered spring slipped over the collar of the barrel clamp rod. It could not be determined what caused the spring to slip over the barrel clamp rod. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken as a non-OEM top case was found with the device.

Event description:
It was reported the device is "not recognizing the syringe size". No patient injury/involvement reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: yes, non-OEM tamper seals were found on device. The reported issue was duplicated, invalid syringe size was found only on smaller size of syringe. The cause of the reported issue was due to tapered spring slipping over the collar of the barrel clamp rod. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.